Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low sodium (na) results were generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. Repeat testing on an alternate instrument produced higher results and these results were reported. There was no change to patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) found a bubble on the face of the sodium (na) electrode and replaced the electrode. The fse also replaced the potassium (k) and calcium (calc) tips, replaced ise tubing and cleaned the flowcell. The fse verified the instrument performance.